Event description:
Reporter alleged obtaining on the customer a discrepant blood glucose result of 100 mg/dl back to back with a result of 39 mg/dl on the compact plus system when testing was performed within 10 mins. Reporter stated the customer was taken to the hospital, the ER obtained a 31 mg/dl result on their device, and gave her an IV and food. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement was sent.